Event description:
A bipap autosv adv device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam particles inside the blower kit and a foam degradation. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
Updated the report source - other: third-party technician.